Manufacturer narrative:
This event was reported by the user facility and a copy of their report is attached. As reported via a voluntary medwatch, during use of 5f mynxgrip vascular closure device, it was "stuck on fibrin, everything came out." The device will not be returned. This is the second incident like this. Additional information was requested but is not available. The device was not returned for analysis. A device history record (DHR) review of lot f1821801 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant dislodged¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the dislodged sealant reported. However, the event may have been attributed to an incomplete removal of the device during use. Per the mynxgrip IFU, which is not intended as a mitigation, step 3: remove device instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall, resulting in the reported incident. Neither the DHR review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported via a voluntary medwatch, during use of 5f mynx grip vascular closure device, it was "stuck on fibrin, everything came out." The device will not be returned. This is the second incident like this. Additional information was requested but is not available.